Event description:
Mea procedure performed in 2005. Uterus sounded to 12cm. After fundal treatment when advancing to the left cornual region, mea applicator advancement to 14cm recognized. Treatment aborted. Hysteroscopy confirmed uterine perforation. Laparoscopic investigation performed, followed by laparotomy to resection a portion of the sigmoid colon. Patient recovered without further complications.